Event description:
Patient was implanted with two (2) 1.3mm plusdrive l-plates in the midface after a le fort I osteotomy. Post implant the plates were noted as fractured. The patient was returned to the operating room on (B)(6) 2012 for removal of the plates and revision to stronger 1.5mm plates and the surgeon noted there was also bony malunion. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis investigation coordinated by synthes (B)(4). Report indicates: the performed investigation could not detect any material faults. The present plates were fatigued by cyclic overloading. The overloading caused the plates to fail by a fatigue fracture mechanism. The observed fatigue striations and secondary cracks on the entire fracture surface are an unequivocal indication of a fatigue fracture. The fatigue crack initiated at the zone of the highest flexural strain, i.e. The upper inner corner of a hole, and propagated through the plate thickness gradually diminishing the load bearing area until a final fracture occurred. The damaged areas which appear as bending marks close to the fracture area might indicate that the bending instrument was involved in initiation the fatigue failure of the plate.